Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: corrected. H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pretesting of the trach tube the respiratory therapists indicated that the tube only inflated on one side despite multiple attempts to inflate it uniformly. There was no medical intervention required. There were no injuries or adverse events reported as a result of the event.